Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no deliveries from the insulin pump. The customer's blood glucose reading was 183 mg/dl. The customer was advised that connection issue or occlusion in the tubing can lead to no delivery alarms. The customer stated that the reservoir is not empty. The customer stated that the pump went to do a self-test by itself. The customer stated that there is nothing in the alarm history. The customer stated that the status screen went blank. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.